Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set steel cannula bent on (B)(6) 2025. The blood glucose level was 531 mg/dl at the time of event. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011882, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011882 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac m14 on 24-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing connector of the lot 5b02918 was manufactured according to the (wi) version 37 and manufactured in the line l3, on 22-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5b02920 was manufactured according to the (wi) version 37 and manufactured in the line l3, on 23-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.